Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net in backup. The patient presented in the clinic on (B)(6) 2021, feeling tired and lethargic as a result of the backup settings. It was noted that the backup mode was caused by an event queue overflow. The device was successfully restored. The patient was stable.